Event description:
It was reported that externalized conductors were observed between the svc and rv coils. No electrical anomalies noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 7.7cm to 13.5cm from the distal tip. The silicone insulation was abraded and the re and rv conductors were visible. The etfe coating was intact at the same location.